Event description:
Reportedly, a piece from the reusable cannula disengaged and dropped into the pt cavity, and was retrieved during a subsequent laparoscopy surgery performed due to infection; the subsequent surgery was otherwise completed without incident. Procedure: unk. Pt status: discharged.